Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a product experience report (per) that this patient had been presented to the electrophysiology (ep) laboratory on (B)(6) 2016. This implantable right ventricular (rv) lead was exhibiting undersensing and loss of capture. Boston scientific received additional details about the implant procedure from the local representative. Following pocket closure and completion of the implant procedure, the patient was moved into the post-procedure recovery room. When the patient sat up, the patient's heart rate slowed as there was not enough slack in the rv lead. This caused the rv lead to dislodge. The patient was returned to the ep laboratory, the pocket was reopened and the lead was successfully repositioned to the rv septum without further complications. The available information suggests that this rv lead remains in-service.